Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of the tubing falling apart right below the chamber could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0500 lot number 20053526 was performed. The search showed that a total of 34,563 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing fell apart. The following information was provided by the initial reporter: material no: (B)(4) batch no: 20053526. It was reported that tubing fell apart right below the chamber. Customer: describe the event or problem: brand new IV tubing in package used to spike brand new IV bag and tubing fell apart right below chamber. Another set of tubing came apart near one of the injection ports. The tubing was replaced prior to patient contact. No harm came to the patient.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing fell apart. The following information was provided by the initial reporter: material no: 2426-0500, batch no: 20053526. It was reported that tubing fell apart right below the chamber. Customer: describe the event or problem: brand new IV tubing in package used to spike brand new IV bag and tubing fell apart right below chamber. Another set of tubing came apart near one of the injection ports. The tubing was replaced prior to patient contact. No harm came to the patient.

Manufacturer narrative:
B4 date event reported to cfn: (B)(6) 2020 g4. Reportable aware date: (B)(6) 2020 h3 other text : see h10

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing fell apart. The following information was provided by the initial reporter: material no: 2426-0500 batch no: 20053526 it was reported that tubing fell apart right below the chamber. Customer: describe the event or problem: brand new IV tubing in package used to spike brand new IV bag and tubing fell apart right below chamber. Another set of tubing came apart near one of the injection ports. The tubing was replaced prior to patient contact. No harm came to the patient.